Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet and pre-flush hang tag. The sample appeared free of obvious use residues. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks, both with and without the stylet in place. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that during pre-flushing with normal saline for the first puncture, the catheter leaked liquid near the three-way valve.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2635 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that during a pre-flushing with normal saline for the first puncture, the catheter leaked liquid near the three-way valve.